Event description:
It was reported that the patient had a history of increased impedance measurements. The patient will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.